Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "retrospective comparison of functional and radiological outcome, between two contemporary high flexion knee designs" written by vikash kapoor, daipayan chatterjee, sutanu hazra, anirban chatterjee, parag garg, kaustav debnath, soham mandal, and sudipto sarkar published by sicot journal 2016 was reviewed. The article's purpose was to compare outcomes after tka using two different high flexion design implants. One design was depuy sigma cr150 high flex knee prosthesis and the other design was non-depuy. Data was compiled from 100 knees in depuy system and 100 knees in non-depuy system. Cement manufacturer is unknown and patella resurfacing was not performed. The article does identify which adverse events are associated with each system and therefore only adverse events associated with depuy implants are captured in this complaint. Depuy products utilized: sigma cr150 high flex knee (femoral, insert, tibial) adverse events: suture site healing delay (treated by debridement and re-suturing), tibial component overhang (specifics not provided and interventions not specified if any), femoral notching noted (no interventions and presumably detected by radiographic imaging).